Event description:
Per the audiologist, the patient experienced a decrease in performance along with dizziness. The results of an integrity test indicate that the device was functioning according to manufacturer's specifications. Explant and reimplantation is planned, but had not taken place at the time of this report in 2009.